Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle visible through the soft cannula. After opening the pod, the needle did fully retract. Evidence of a linkage assembly error is supported by markings found on the inside of the top housing. However, the exact cause of the needle failing to fully retract could not be conclusively determined. An occlusion alarm was generated by the pod. The cause of the alarm could not be determined from the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the pod generated an occlusion alarm while giving a bolus of 9 units of insulin, about 4 were delivered. It was reported the patient¿s blood glucose reached 370 mg/dl after wearing the pod for less than an hour on the hip/buttocks.